Event description:
It was reported the customer went to the hospital and was subsequently admitted to the intensive care unit. Customer's blood glucose (bg) level was 580 mg/dl with large ketones and diabetic ketoacidosis that the health care provider determined to be dangerous/life threatening. The healthcare provider also identified customer's cardiac enzymes as elevated. Customer was treated with intravenous fluids of saline and insulin to address the bg level. At the time the customer was not yet released from the hospital. Reportedly, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered causing the customer to go high. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the bg and hospitalization; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.